Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through the diff shear valve cvl85/126. The fse replaced the tubing through the shear valve and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.